Event description:
During pci, the stent would not cross, it dislodged and was left in a non target vessel. Pci was performed on this pt who presented for treatment of the distal right coronary artery. The lesion was heavily calcified and moderately tortuous. There was 99% stenosis. The femoral approach was chosen for the procedure. Pre-dilation was conducted with a 2.5x30mm balloon before attempting to deploy one 2.5x28mm cypher. However it could not be delivered. Therefore, the physician attempted to retrieve the sds, but the edge of the stent became caught at the tip of the gc (zuma2) and the stent edge became flared. Therefore, he tried to retrieve the entire system, but the stent could not be retrieved past the sheath and dislodged into the vessel. The stent was left in the vessel at the access site. Four days later, pci was conducted again. A 2.5x30mm bare metal stent was implanted at the target lesion.